Event description:
It was reported that the arctic sun device flow rate was only 1.5 l/min. Another arctic pad was used, but the problem was not resolved. Both arctic gel pad was found to be expired. After confirming that there was no bending, changed to another pad but the symptom did not change. In addition, alarm 80 occurred (non-recoverable system error) and the main unit was restarted and used. The arctic sun device was returned to imi for investigation of arctic gel pad failure. Per follow up via ibc on (B)(6) 2021, the device was sent to imi for investigation. The arctic sun device was visually inspected upon receipt and was found to be in good condition. The main body does not have a fault and arctic gel pad replacement was performed. No trouble shooting performed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was working properly. It was found that the main body does not have a fault. No repairs were made to the unit. Calibration and function check was performed. The device history record review and labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device flow rate was only 1.5 l/min. Another arctic pad was used, but the problem was not resolved. Both arctic gel pad was found to be expired. After confirming that there was no bending, changed to another pad but the symptom did not changed. In addition, alarm 80 occurred (non-recoverable system error) and the main unit was restarted and used. The arctic sun device was returned to imi for investigation of arctic gel pad failure.